Manufacturer narrative:
The complaint is unrefuted for one (1) of one (1) returned roi-c anchoring plate set (pn mc1005t) for the failure of difficulty inserting. Medical records were not provided for review. Potential cause: root cause was unable to be determined. Possible causes are analyzed in (B)(4). Complaint history: complaint history is reviewed in (B)(4). DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility: this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable.

Event description:
It was reported that the anchoring plates could not be installed during surgery. A second package of plates was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in d4: expiration date, h4, and h6: component, impact, investigation type, and findings. Device evaluation visual inspection revealed cosmetic damage ie: gouges and scratches on both of the returned plates. Potential cause root cause was unable to be determined. This event could possibly be attributed to sclerotic bone, unknown patient factors, not using the starter awls, misaligning the plates during insertion, or other unknown surgical events. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the anchoring plates could not be installed during surgery. A second package of plates was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the anchoring plates could not be installed during surgery. A second package of plates was used to complete the procedure without reported patient impacts.